Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, weight to the spec, crease fold, brown particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4 d9 h3 h4 h6.

Event description:
Pharmacist reported discomfort and pain, later diagnosed with capsular contracture, baker grade iii, during clinical examination. Left side. Device explanted.

Event description:
Pharmacist reported discomfort and pain, later diagnosed with capsular contracture, baker grade iii, during clinical examination. Left side. Device explanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Pharmacist reported discomfort and pain, later diagnosed with capsular contracture, baker grade iii, during clinical examination. Left side. Device explanted.